Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was confirmed valid after evaluating the unit. Inspection of the skull clamp shows that it has minimal rotational movement in its pivot lock assembly. The pivot lock adjustment requires the addition of new components to replace worn internal parts such as the lock adjustment ratchet, worn spring, bearing balls, washer and o-ring. The rocker arm hardware (washers, groove and screw) needs to be replaced due to wear. To resolve the issue, the internal parts of the skull clamp were replaced to adjust the device according to the manufacturer's specifications and to clean the skull clamp's pivot lock assembly. After assembly and adjustment was completed, the skull clamp was successfully functionally tested and meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear of the unit. Additionally, improper or suboptimal placement of the skull clamp can lead to patient movement or slippage during use. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was loose during surgery. However, they were able to complete the surgery with the same device, and there was no injury or significant surgical delay. The event occurred sometime in january, but the exact date is unknown.